Event description:
A complaint was received that occurred in an a-fib procedure the operator found a leakage from mobicath guiding sheath (currently not marketed in the USA) during an external evaluation. The leakage happened after 2 hours of use at the hemostatic valve indicated by blood coming out from the valve. But no air was inside. A double transseptal approach was performed, and the patient received full dose of heparin with therapeutic act before the transseptal puncture. During the whole ablation procedure the act was in desired range. At the end of the procedure (3 pm) the patient had no neurological deficits. It is the hospital's procedure to stop anticoagulation for 24 hours after catheter ablation procedure. The day after catheter ablation, at 6 am, the patient suddenly developed left hemianopsia. The tee before pvi was somewhat diffuse, but a thrombus in laa was not recognizable. Because of the diffuse tee the patient was given maximum heparinization even before tsp a CT scan was done and revealed no abnormality, based on stroke score (2) the physician decided not to perform thrombolysis and anticoagulated the patient using clexane. A repeated CT scan in the afternoon showed a right posterior infarct, most probably embolic in nature. The patient received anticoagulation and the symptoms dramatically improved after 2 days. No additional neurologic symptoms, and a neurologic examination revealed no abnormality except mild residual left hemianopsia. After discharge the patient was referred to a neurologic rehabilitation center. It was concluded that the observed tia/stroke was due to lack of continued anticoagulation in this high risk patient (for embolic event) and it is not related to the procedure and/or materials used during this catheter ablation procedure. The patient, that is (B)(6), had fully recovered. Surgeon confirmed the stroke is not caused by the use of mobicath or other concomitant bwi products used during the procedure.

Manufacturer narrative:
Concomitant products used during the procedure: mobicath bi-dir guiding sheath (product is not marketed in the USA), model #:d-1400-11, lot #.: r1701247; c3 nav variable lasso catheter (product is not returned for analysis), model #:d-1290-02-s, lot #.: unknown. (B)(4).